Event description:
Additional information provided: it was reported that a 10 min delay occurred with no additional anesthesia. Some pieces of the implant were broken and the surgeon retrieved it and discarded it. The case was completed with an ar-8934bnf.

Manufacturer narrative:
This report is being submitted to provide additional information in b5, d9, h3, h6: health effect - clinical code, health effect - impact code, type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1. Investigation summary: complaint is confirmed. Visual inspection identified that the implant 3.0 mm bio-suture tak of the small joint bio-suturetak® with needles, 3.0 mm, with 2x #0 fiberwire® had pulled out from the shaft. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to improper bone preparation, excessive force being used or prying/leveraging the screw during insertion.

Event description:
On 07/31/2023, it was reported by an arthrex employee via email that (qty.2) ar-8934bnf small joint bio-suturetak anchors pulled out. This was discovered during an atfl procedure on (B)(6) 2023. The case was completed by using a new ar-8934bnf.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.